Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a pod4. During the procedure, while attempting to deploy the pod4 into the target vessel using a lantern delivery microcatheter (lantern), the physician determined that the coil was the incorrect size and decided to remove it. However, the physician attempted to withdraw the pod4 too quickly. Consequently, the coil unintentionally detached. Therefore, the physician removed the lantern containing the detached pod4 and then removed the detached coil from the lantern. Thereafter, the lantern was reinserted into the patient's body and the procedure was completed using new ruby coils. There was no report of adverse effect to the patient.